Event description:
An ophthalmologist reported that a moderate corneal burn was experienced at the incision site during a cataract with iol (intraocular lens) implant procedure on a pt with a 4+ nuclear density cataract. The surgeon felt that the cassette inflow valve may have slowed down aspiration, allowing the tip to heat up. The pt presented with a persistent wound leak at the one day postoperative visit; the surgeon prescribed a carbonic anhydrase inhibitor and the pt received a corneal bandage. The pt's current condition is unk. Additional info has been requested. This is the first of two reports for this facility.

Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation and no additional info provided related to this event. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The root cause cannot be determined. (B)(4).